Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a shoulder replacement surgery. Approximately 8 months post-op the patient had a tendency to infection had debridement several times, but as there was no improvement, the wound was opened and had debridement. The deformation and loosening of the implant did not occur. Only the tray, insert and sphere were replaced with new ones and the surgery was completed.